Event description:
It was reported that the device displayed 'invalid data' when attempting to view a recorded episode. It was not possible to recover the data. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem: programmer s2d data for file (B)(4) shows "episode #803 detailed episode data is invalid" on (B)(4) 2012 21:05:53.